Manufacturer narrative:
The product was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 80-year-old male with an indication for use of high-risk percutaneous coronary intervention (hrpci) and a pre-support clinical state consistent with scai shock stage a was supported with an impella cp pump, implanted via the right femoral artery. During support, the impella device functioned as intended at p-6 providing 2.8 l/min of flow with d5w sodium bicarbonate purge solution. The patient was brought to the catheterization laboratory for a planned pci with a pre-existing right bundle branch block (rbb). During placement of an 0.018-inch guidewire, the patient developed complete heart block requiring placement of a temporary pacemaker. The pci procedure was aborted and rescheduled for the following day, with the patient remaining pacemaker-dependent. There were no reported impella performance issues, alarms, or device malfunctions associated with the event. The reported complete heart block occurred during guidewire placement. The event is attributed to the patient's clinical condition and procedural circumstances rather than the performance of the impella device. The patient survived the event and device explant.